Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the device was returned. As received, one crosser catheter with unknown guidewire. The sample appeared to be clean. The distal tip was viewed under magnification. It was observed that the catheter was still fully attached to the distal tip with no material separation noted. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested with the returned unknown guidewire. The guidewire was loaded through the hub but was unable to be loaded past the tip. The outer catheter was then removed and inadvertently cut near the distal tip, however the guidewire lumen was found to be twisted. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is unconfirmed for material separation as the distal tip was intact. The investigation is confirmed for material twisting as the guidewire lumen was twisted around the corewire. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues during the attachment of the catheter to the transducer contributed to the twisted catheter. Labeling review: the current crosser cto recanalization catheter instructions for use (IFU) states: warnings and precautions: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. Interventional use: - load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. - warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately three minutes of activation, a CT scan demonstrated that the distal tip of the recanalization catheter allegedly separated from the outer catheter but remained attached to the inner core wire. The recanalization catheter was removed from the patient without incident. The health care provider used a guidewire and balloon catheter to successfully cross the lesion. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately three minutes of activation, a CT scan demonstrated that the distal tip of the recanalization catheter allegedly separated from the outer catheter but remained attached to the inner core wire. The recanalization catheter was removed from the patient without incident. The health care provider used a guidewire and balloon catheter to successfully cross the lesion. There was no reported patient injury.